Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device was received from another biomed and said this pump was alarming channel error which was resolved with return to service, did full p.m. On pump occlusion pass with a 9.49 psi flow rate pass with a 11.82 pass all other test, replaced pressure sensors due to age, download error log and error log house recorded three errors back on (B)(4) of 2021, these errors are the bottle pressure sensor saying it has received a high voltage from sensor and the sensors our from the factory and have probably never been replaced, did a full p.m. On pump occlusion passed with a 9.01 flow rate pass with a 11.83 pass all other tests. There was no patient involvement.